Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer and burr units were received attached together as a single unit. The advancer knob was received tightened in a mid-way position. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. There were numerous kinks in the sheath. The annulus of the burr was flared, not rounded, and damaged. It is probable that the rotating burr came into contact with the guidewire during the preparation leading to the damaged annulus and the fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01479. It was reported that a rotawire fracture occurred. The target lesion was located in the anterior tibial artery. A 1.75 mm peripheral rotalink plus and a rotawire were selected to be used. During preparation, while performing the drip test on the back table, outside of the patient, it was noted that the rota burr cut the rotawire. The damaged devices were removed and procedure was completed with another of the same device. No patient complications reported.